Manufacturer narrative:
Device evaluation: one sample and one photo were provided to our quality team for investigation. The photo shows one syringe with the stopper in an insecure stopper condition. During the sample evaluation, no damage was observed to the barrel or plunger rod. Additionally, excessive silicone was also observed on the stopper, which was stringing off the roof of the barrel when inserted. The conditions observed are non-conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4109678. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 302995. Batch # 4109678. It was reported that the bd syringe 10ml ll s/c 200 plunger rod was broken / damaged. The following information was provided by the initial reporter: verbatim: plunger defected on bd 10ml leur-lok tip syringe. Post investigation findings indicate stopper angularity, "the photo shows one syringe with the stopper in an insecure stopper condition".